Event description:
It was reported that the atrial lead of an asymptomatic patient had exhibited chronically high thresholds. The lead was explanted and replaced successfully during a routine device changeout procedure.